Event description:
It was reported that the patient presented in-clinic for check-up. Upon device interrogation, an error message occurred. The device was successfully restored and re-programmed. No patient consequences were reported.